Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On the day of onset, the patient was treated with vancomycin (2 grams, stat, route not reported) for the peritonitis. Beginning on the day of onset, the patient was treated with vancomycin (2 grams to be repeated every seventh day, route and duration not reported) for the peritonitis. One day after onset, the patient began treatment with fortum (1 gram, daily up to fourteen days, route not reported) and reflin for seven days (route, frequency, and dosage not reported) for the peritonitis. On an unreported date, antibiotic treatment was completed. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis and on an unreported date, the peritoneal effluent fluid was completely clear. No additional information is available.